Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved inserting batteries and observing the issue and showed the device displayed error code 1871. The investigation determined that a defective motor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1871. No adverse effects were reported.